Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Warning: alarms, notifications, and other messages 9 / page 95: respond to hazard alarms as soon as possible. Pod hazard alarms indicate that insulin delivery has stopped. Failure to respond to a hazard alarm can result in hyperglycemia. If you need to return the pdm for replacement, contact your healthcare provider for instructions about using injections.

Event description:
It was reported that a pdm and pod hazard alarm occurred for unknown reason. The patient tried to deactivate the pod and for some reason thought to use a knife, which slipped and he ended up cutting himself. The patient was on his way to the hospital due to the cut at the time of the call. We were able to walk the patient's wife through a manual reset, which was successful.